Event description:
Customer reported that the insulin pump is alarming motor error, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.